Manufacturer narrative:
(B)(4). D10 - medical product: persona femur cemented cruciate retaining (cr) catalog # 42502606402 lot # 65577446 persona articular surface medial congruent (mc) catalog # 42522100810 lot # 65582241 bone cement ¿ heraeus catalog # unk lot # 63841131 bone cement ¿ heraeus catalog # unk lot # 63911134 h3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure ten months post implantation due to pain, swelling, periprosthetic fracture, implant loosening, and infection. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. Correction: h4. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is swelling, pain and limited rom since procedure; limited post surgical physical therapy was completed; difficulty with weight bearing; use of assistive device; periprosthetic fracture (medial femoral condyle), nonspecific osseous lucency to femur and tibia in association with osteolysis versus localized osteopenia. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.